Event description:
Hill-rom received a report from the account stating a patient exited the bed and fell. The ICU nurse at the account alleged she verified the bed exit was set and later the bed turned the bed exit alarm off by itself. She alleged the bed exit alarm turned itself off and did not notify or alarm the ICU staff when the patient was moving or climbed out of the bed. The bed was located in ICU at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The account's biomed department tested the bed for several days. They could not duplicate the issue and stated that the bed exit always worked properly. Per the hill-rom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2009, 2012, and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician thoroughly inspected the bed and all bed functions. The technician found no issues with the bed's scale, siderails, or bed exit alarm. The bed functioned as designed. Based on this information, no further action is required.